Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected system onsite and confirmed that the system stopped working. Upon troubleshooting, fse identified an issue with the mainboard inside the host pc, which prevented the pc from booting. To resolve the issue, fse replaced the host pc, hdd for host (os hdd) and reinstalled software, os and application. The defective host pc was returned to philips for further analysis; however, the supplier¿s evaluation could not determine the cause of the host pc failure. Following replacement and installation, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system stopped working, which can indicate a booting issue. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.